Event description:
The dealer reported that the chair will tilt backward but will not return to the forward position. This could potentially leave the user stranded in an unwanted tilted position which may cause medical issues for the user depending on their medical condition.